Event description:
On (B)(6) 2010, seaspine was informed that this patient received a revision surgery on (B)(6)2010. The revision was done due to patient discomfort. The x-ray revealed a potential broken clip. All hardware was removed but the allograft was not.